Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue was not determined since no product and no logs was returned and insufficient clinical details were provided. The cause of the low flow was not determined since no product and no logs was returned and insufficient clinical details were provided. The cause of the retrograde pump flow was not determined since no product and no logs was returned and insufficient clinical details were provided.

Manufacturer narrative:
Additional information: the following information was received: the device is not available for return.

Manufacturer narrative:
H6: per a review of the complaint file, added a140501 and a140508.

Event description:
A 38-year-old female with history of nonischemic cardiomyopathy, type 2 diabetes, acute kidney injury on crrt had an impella 5.5 placement as a bridge to transplant or lvad. On (B)(6) placement of central rvad for severe rv dysfunction on (B)(6) the pa catheter was removed. On (B)(6) there was a placement signal alarm which was believed to have caused erroneous suction alarms. On (B)(6) there were positive blood cultures requiring antibiotics were noted which were attributed to line infection. On (B)(6) the patient was transplanted with explant of imp5.5 and rvad without incident.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.